Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11/26/2019.

Event description:
The customer reported backup battery failure. The power supply was replaced and found the battery was bad. There was no patient involvement. The manufacturer's technical services (ts) confirmed the reported issue. The customer stated the backup battery was replaced and the unit now operates on ac (alternating current) and battery power as expected. The unit successfully passed the required performance verification test.